Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history report (DHR) was reviewed and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is not available for evaluation. The investigation is pending.

Event description:
The event occurred on an unspecified date in april 2025 involving a tego® connector where it was reported that tego caps became plugged up, so they removed them to be able to perform treatment. It occurred when the care partner was trying to prepare lumens for treatment, it was plugged up and would not pull blood or push saline. There was no adverse event and there was delay in therapy.